Manufacturer narrative:
(B)(4). The customer indicated that a patient's death occurred and requested assistance with data retrieval to determine the course of events. Based on the initial information, the customer stated that there was no issue with the equipment, but that the staff were not sure how to pull reports for the patient record after the patient expired. There was no delayed response to the patient. In an abundance of caution, we will report this event though there is no allegation of malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer indicated that a patient's death code occurred and requested assistance with data retrieval to determine the course of events.